Event description:
It has been reported to philips that fluoroscopy and exposure were not possible. The issue was found during clinical use. A restart did not resolve the issue. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy and exposure were not possible. Review of the system log file showed x-ray generator errors. As a part of repair activity, the fse replaced the power inverter (point) certeray and had reset the x-ray settings. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.